Event description:
The customer reported that the unit had a frequency error on the workstation monitor. It cuts off during a case, reboots and gives an overfrequency error. No pt injury was reported.